Event description:
The customer was hospitalized for high blood glucose. It was informed that the customer previously was involved in a car accident and hit side and the pump in the accident. A day later bgs were high, started to vomit and ended up in the hospital. Instructed the nurse to run some testing on the device. The pump passed functional testing. The programming on the pump was correct. Assisted the contact in setting the pump and also placing back the customer on the pump.